Manufacturer narrative:
Based on this new information, the reported event is no longer considered reportable.

Event description:
It was reported that the sutures used on the patient were part of the planned surgery.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon inserted the lens and noticed the haptic was broken. The lens was removed and replaced with a backup lens. Sutures were required.additional information has been requested but has not been received.